Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. It was reported the patient was not hospitalized for the event. The patient was treated with fluconazole (200mg, orally, every 48 hours for 14 days), ciprofloxacin (500mg, per day, orally), vancomycin (2g, every 72 hours, intraperitoneal) for the peritonitis event. It was reported the patient was recovered from the peritonitis. Pd therapy was ongoing. No additional information is available.